Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy/gastric tube procedure, on the first firing of gastric tube construction, the surgeon was able to clamp the tissue and started firing. However, the device stopped halfway. The surgeon said the tissue was not thick specially and did not articulate the jaws. Another device was used to complete the case. There was no patient injury.